Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was measured out of specification. Despite the damage to the soft cannula, fluid was able to flow freely through the entire fluid path. It could not be determined when or how this damage occurred. During investigation, the sma wire assembly was measured and both the front and rear resistances were found to be out of specification. All three batteries were measured to have sufficient voltage. No damages or defects were observed that would result in sma wire measuring out of specification.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Patient had initially reported high blood glucose levels and concerns of pod not delivering insulin.